Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the insulin gauge was inaccurate. Additionally, a cartridge change error occurred. Troubleshooting was performed and an o-ring was found on the pneumatic tap. The o-ring was removed and the cartridge was successfully reloaded onto the pump. Customer's blood glucose level was 250 mg/dl.